Event description:
It was reported that the pump touch screen was cracked and unresponsive. Additionally, it was reported the customer's pump case would not clip securely. Subsequently, the pump case fell, causing touch screen to crack and shatter. Customer¿s blood glucose level was 164 mg/dl. The customer reverted to an alternate method in insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.